Event description:
It was reported that a flogard infusion pump could not turn on. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and battery testing were performed. Functional testing revealed a low voltage power supply, and battery testing revealed a depleted main battery. The cause of the condition was determined to be an inoperative power supply. To correct the condition, the power supply and main battery were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.